Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse was unable to withdraw blood form a PICC line with a one-link needle free intravenous (IV) connector. This event occurred while the patient was at the oncology clinic from their homecare treatment. The oncology nurse attempted to withdraw blood; however, there was no blood return even after flushing. The nurse changed the connector to another ICU medical product and the nurse could withdraw blood afterwards. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.